Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department for an unspecified error. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. During further testing at the service center, the device touchscreen did not respond when the keys were pressed. Visual inspection found contamination on the bottom edge of the lcd touchscreen. The probable cause of the non responsive touchscreen was contamination of the touchscreen due to fluid ingress which altered the characteristics of the touch screen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.